Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced multiple, intermittent inaccurate load fill estimates. The customer's blood glucose (bg) level was 247 mg/dl and the contact attributed the bg level to the customer's recent carbohydrate consumption. During troubleshooting with tandem customer technical support (cts) the load estimate was found to be inaccurate. The contact was unable to troubleshoot at the time of the report and also during a follow up call as the customer was not with the contact at the time. Cts offered the contact assistance when a new cartridge was ready to be loaded onto the pump. The contact acknowledged the information.